Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that the customer's blood glucose level was unable. His blood glucose level was 44 mg/dl. The customer disconnected from the insulin pump earlier that day and was not connected to the replacement insulin pump. He treated his low blood glucose level with food. The customer's blood glucose was previously 500 mg/dl. He took 10 units of insulin via manual syringe. The device was not returned.